Manufacturer narrative:
The subject device is not available

Event description:
It was reported that the balloon did not inflate and leak from the balloon section was noted. The procedure was completed after changing to another balloon catheter. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that crystallized substance was present in the inflation lumen and also in the balloon. In addition, the balloon was found to be ruptured. During functional testing, the balloon was found to be leaking; thus the balloon could not be inflated. Information from the complaint indicated that the device was inspected and confirmed to be in good condition during/after unpacking and preparation, the device was prepared as per the device directions for use (dfu), there was no leakage noted during preparation, continuous flush was setup. Based on the investigation, it is likely that the balloon ruptured during the clinical procedure possibly during advancement of the device to the target vessel. The ruptured balloon subsequently led to the reported leakage, failure to inflate. As a result, an assignable cause of operational context has been assigned to the reported issues and analyzed anomalies as the issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
It was reported that the balloon did not inflate and leak from the balloon section was noted. The procedure was completed after changing to another balloon catheter. No clinical consequences reported to the patient.